Event description:
It was reported that during the fill tubing step, the user did not observe drops and noted insulin leaking from the infusion set connector; after being instructed to tighten and lock the connector, infusion proceeded normally, indicating an infusion set connection issue with the infusion set and cartridge components. Customer care provided assistance with remote troubleshooting and user education to verify proper connector attachment and locking. Investigation of this case revealed user setup error resulting in an incompletely secured infusion set connector that allowed leakage, which resolved after proper tightening and locking. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact requiring medical intervention, alerts, or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect infusion set connection.